Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that they experienced hyperglycemia. Customer's blood glucose value was 470 mg/dl at the time of incident. The customer declined troubleshooting for high blood glucose level. Customer did not mention any symptoms related to high blood glucose event. Customer stated that the auto mode feature was not on. Customer also stated that the site was not actively bleeding. The insulin pump will not be returned for analysis.